Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report several button error alarms and an unresponsive keypad. It was reported that the insulin pump was exposed to moisture. The customer's blood glucose level was 119 mg/dl. The device was replaced by the pump replacement department. The product was not returned for analysis.